Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited diagnostics anomaly; it showed low battery voltage while still in the box. The device was not implanted.

Manufacturer narrative:
The reported field event of low battery longevity was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.